Manufacturer narrative:
H6: based on review of all available information, there is no evidence to suggest that the reported event is related to any design or manufacturing issues. The cause of the left knee pain cannot be conclusively determined; however, it is most likely related to the patient¿s underlying condition as associated with the interaction between the implanted device and the patient due to patient illness, unique anatomy, or other condition that impacts the performance of the device. These devices are used for treatment not diagnosis. H6: health effect - impact code: the patient was not revised. He has pain.

Event description:
There is no other patient demographic or medical history available. There is no device return. There are no photos or other images of the device provided. No additional information is available.

Event description:
It was reported via legal notification, that patient, underwent initial left knee replacement surgery on (B)(6) 2014 and was implanted with an exactech optetrak device, which remains unrevised as of today. Plaintiff has not undergone any additional knee surgeries as of today. Plaintiff continues to experience pain and discomfort on a daily basis in both of his knees which limits his daily activities and quality of life. No device return anticipated due to this being a legal case. No further information.

Manufacturer narrative:
Procode: prosthesis, knee, patellofemorotibial, semi-constrained, cemented, polymer/metal/polymer. Additional information, including the product investigation, will be submitted within 30 days of receipt.